Event description:
As reported, it was a case of an implant of a 26mm sapien 3 transcatheter heart valve, in aortic position by transcarotid approach. During deployment, the valve was implanted high (too aortic) due to an artifact caused by the implanted pacemaker. It was decided to implant a second valve lower to fix the first valve, as it seemed to be unstable (moving). During the inflation of the second valve, the first valve migrated to the aorta. The second valve was well implanted. A vascular surgeon was called to attempt a surgical femoral access to pull the migrated valve in a secure position; however, an iliac rupture occurred. The patient expired due to hemorrhage.

Manufacturer narrative:
The investigation is ongoing. The device remains implanted.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 clinical code and investigation conclusions. Added new information to h.6 type of investigation and investigation findings. The device was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was not provided for review. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaints were unable to be confirmed as relevant imagery/medical record was not provided for evaluation. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of IFU/training manual revealed no inadequacies. Malpositioned. Per the instructions for use (IFU), valve malposition requiring intervention is a known potential adverse event associated with the transcatheter valve replacement (thv) procedure. In this case, the valve malpositioned (implanted too high/ aortic) due to an artifact of rapid pacing, which could disrupt rapid pacing or loss of pacing capture during the valve deployment; subsequently, the delivery system was moving during deployment resulting in valve malposition (too aorta). Thv embolized into aorta. Per the instructions for use (IFU), valve embolization is a known potential adverse event associated with the transcatheter valve replacement (thv) procedure. In this case, a second valve was positioned and deployed low since the 1st valve (incident) was unstable. Interaction of the 2nd valve with the unstable 1st valve may have contributed to the embolization of the valve into aorta. As such, available information suggests that patient factors (rapid pacing artifact caused by pacemaker) and procedure factor (additional device manipulation) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.